Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of rexd0307 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by the facility that the patient had a powerpicc placed and had "some sort of allergic reaction". The PICC was removed and a groshong cvc was placed. It was reported that chloraprep was used before and after both insertions. This file addresses the reaction to the groshong cvc catheter. On (B)(6) 2018 - additional information reported by the facility that the patient had rash and hives after placement of the powerpicc.